Event description:
It was reported that the implants were removed due to allergic reaction. Teeth sites upper left 6 and upper left 7. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided/unknown. E1: initial reporter¿s title is not provided/unknown. E1: zip code is (B)(6). G4: additional 510(k) number is k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported for similar events and two other complaints were identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.